Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the customer was found unconscious on (B)(6) 2016 and passed away two days later. The caller stated that the cause of death was low blood glucose; the customer's blood glucose got too low and they could not bring the customer back out of it. The customer had a heart attack a few years ago. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of hospitalization however the caller is unsure what happened to the device after the customer's hospitalization on (B)(6) 2016. The customer was not using sensors. The caller no longer has the customer's insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.